Event description:
Pt had his v2 study visit on (B)(6) 2016. One intra-anal biopsy was obtained and one perianal biopsy was obtained. Hemostasis was intact when he left the office after the hra. I spoke to the pt on (B)(6) 2016 to give him his biopsy and pap results and pt did not voice any concerns or problems. Pt called me on (B)(6) 2016 and told me he was still having a small amount of anal bleeding after having a bowel movement. He said his stools were hard. He told me he started otc stool softeners the day before he called me and he was taking it twice a day. I told him to continue and I would call him back to see how he was doing. I called pt back on (B)(6) 2016. Pt states he continued to have anal bleeding after we talked initially. He went to (B)(6) hospital ER on (B)(6) 2016 and was admitted after they saw his hgb had been 12.3 in (B)(6) 2016 and was found to be 8.4 in the e r. While in the hospital, colorectal surgery evaluated him and told him the bleeding was from internal hemorrhoids (which he was hospitalized before with similar complaints in (B)(6) 2015). Colorectal started again on a detailed bowel regimen of psyllium., stool softener, and high fiber diet. Pt's hgb dropped to 7.2 in the hospital and colorectal decided to do anoscopy with sclerotherapy of the hemorrhoids. Ethanolamine 5% was injected into the 3 hemorrhoid columns. Pt did not require a blood transfusion. Pt was discharged to home on (B)(6) 2016. I spoke to the pt today; (B)(6) 2016. Pt. Denies any pain. He still has some spotting on the tp when he wipes but no dripping bleeding. I told him I would call (B)(6) to get a copy of his discharge summary and call him on (B)(6) to see how he is doing. Attribute to gr. 3 anal hemorrhage. Hyfrecator or electrocautery treatment of unrelated anal hsil. (B)(6); related, (B)(6) infections; unrelated, etiodoloac; possible and chronic constipation; probable. Name, strength, manufacturer (from product label): treatment assignment code: randomized to treatment arm. Pt had ae after the v2 study visit which was the beginning of the (B)(6).